Event description:
After post dilating a stent in the obtuse marginal branch, the guide wire tip separated. Attempts to retrieve the fragment guide wire were unsuccessful. The decision was made to leave the wire in vivo. Reportedly, the pt remained hemodynamically stable throughout the procedure. The hosp has retained the wire.